Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple tubing set s leaked.

Event description:
It was reported that multiple tubing sets leaked.

Manufacturer narrative:
The customer¿s report of multiple tubing sets leaking was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted one hardened tubing kink 1/8 inches below the drip chamber¿s outlet port. Clear fluid was observed within the drip chamber. No other anomalies were observed. Functional and pressure testing resulted in the set not priming passed the hardened kink and massaging the kink to its normal state was unsuccessful. The source of the hardened kinked tubing for set 4 was due to excess solvent during assembly. The root cause of the excess solvent was identified as a manufacturing issue due operator error. A device history record could not be performed due to no lot numbers were provided by the customer.